Manufacturer narrative:
(B)(6) hospital. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon burst occurred. The target lesion was located in the kidney. A 10.0 x 80 40cm mustang¿ balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured and tear was noted. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. During the visual inspection it was found the balloon was torn longitudinally and the damage measures approximately 8cm. The catheter of the device did not show visual defects, it looked normal; the bifurcation did not show damages. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. No more damages were reported. Functional testing cannot be performed based on the returned condition of the balloon. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that when the physician tried to inflate the device, a balloon tear was noted and the balloon did not burst as what was previously reported.